Manufacturer narrative:
A ge service representative performed an onsite investigation. The flouro functions board and filament driver pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an a/d channel 15 failure. This error will likely prevent the system from booting up. There is no report of injury or death.